Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her ipg on (B)(6) 2008. It was reported that the pt noticed an ipg battery low warning, and subsequently lost communication with the ipg. The ipg was explanted on (B)(6) 2010. The explanted ipg was returned to the manufacturer for analysis. No further info is available.